Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the melting plate has broken off and fell into the patient during operation causing bleeding at the abdominal level. Another device of another reference was therefore used to complete the operation. No patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and the seal plate was lifted off from the device jaw. The disengaged seal plate was not returned for investigation. The investigation found the bottom jaw overmold was damaged and the bottom jaw seal plate was lifted off from the jaw. The damage to the jaw's overmold and seal plate likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been omplemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.